Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was without stimulation as the ipg was inoperable. Patient indicated she was complaint with charging the device. Device was removed and replaced. Postoperatively, the patient was reportedly receiving effective stimulation.